Event description:
It was reported that during a viseral surgery the tissue pad on the device melted. There was an error code on the generator. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.